Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (10 mg at .46109 mg/day), clonidine (810 mcg at 604.34825 mcg/day), and bupivacaine (12 mg at 8.95331 mg/day) via an implantable pump for unknown indications for use. It was reported that during a routine pump refill, they expected 7.9 ml but got 20 ml. The patient reported a slight increase in pain but no withdrawal symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a dye study was done on (B)(6) 2023. They attempted to aspirate from side port but were unable to so procedure was aborted (too risky to inject due to drugs and concentrations in the pump). The patient was scheduled for a catheter revision however, the procedure was cancelled as IV therapy unable to get IV access. The patient was brought back in (B)(6) 2024 for a pump and catheter replacement. It was noted that the post op the patient experienced two episodes of seizure like activity. It was noted to be not unusual for the patient but infusion rate decreased in case it contributed. The patient was admitted to ICU and placed on a ventilator via her trach. Abnormal abg co2 retention. Patient returned to baseline and was discharged from facility on (B)(6) 2024.